Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient's mother to reset the device. Patient's mother does not have access to the receiver at the time of call. No additional patient or event information is available.